Manufacturer narrative:
Additional information: d9, h3, h6, h11. The device was received for evaluation. Visual inspection of the drain bag showed there was an external leak at the level of the drain bag sealing, near the stopcock. The reported condition was verified. The cause for the event was determined to be unintended use of the effluent bag (re-use of the single use bag). Leakage from the drain bag can occur when the bag is filled and emptied several times. The filling/emptying cycles leads to physical constraints on the bags, eventually causing pinholes to form and leakage to happen. The prismaflex control unit operator's manual indicates to ¿change fluid bags when the appropriate caution alarm occurs (pbp bag empty, replacement bag empty, dialysate bag empty or effluent bag full)¿. Furthermore, the prismaflex control unit warns the operator when the effluent bag is full and it is specified in the on-screen instruction delivered by the prismaflex control unit that the drain bag should be disconnected and changed for a new bag. Only one bag is provided within the sets since this bag is the one needed to prime the set and to start therapy. Since therapy duration and prescribed doses vary for each patient and therapy, spare bags should be used. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during hemodialysis treatment using a prismaflex st set, the drainage bag was observed to be leaking. It was further specified that the set was changed and the following day it "burst". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no: (B)(6). Prismaflex st150 set ckt has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.